Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported the customer was hospitalized with high blood glucose and ketoacidosis. It was stated customer was hospitalized twice for diabetic ketoacidosis on (B)(6) 2014 and around (B)(6) 2015. The customer's symptoms included nausea and sickness. She was wearing the insulin pump at the time of the emergency room visits. Customer's blood glucose returned to normal after the hospitalizations.